Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a system error 0x5ebed069 displayed on the clinician tablet. The rep had an older clinician tablet that they tried but got another error number and tried the same as before but none were working. The rep tried to restart several times and put the wifi both on and off. It was found that the system error showed up in the vanta demo mode after pressing the "start usage" button twice. This is expected behavior, for the demo mode and real vanta. Additional information received reported that the rep was "trigger happy" and pressed too quickly on the trial application. There was not a device issue, it was all due to the rep.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. G2. Foreign: sweden. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.